Manufacturer narrative:
The olympus sales representative worked with the customer to troubleshoot the problem. The sales rep confirmed that there was no loss of image with a 4k monitor wired directly to the processor. The customer was using easy suite to route the 4k video signal to the remote monitor. Image stream worked with the sales rep and the customer to resolve the issue. No other issues were reported. If additional information is obtained a supplemental report will be filed

Event description:
An olympus sales representative reported that a user facility had an intermittent loss image in one quadrant of the 4k camera control unit while connected to the easy suite integration system. No patient involvement or injury has been reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes include that images intermittently disappear in one-fourth of 4k displays. The video signal was intermittently interrupted due to an accidental failure of a component of the video processing board or possible damage to the video signal cable.